Manufacturer narrative:
The initial reported event of early battery depletion due to high battery impedance with explant as a result was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that early battery depletion was noted on the implantable pulse generator (ipg) due to high battery impedance. The ipg was explanted. No patient complications have been reported as a result of this event.